Event description:
A surgeon reported that during a skull base procedure, the exam had flipped left/right, which the surgeon discovered after the patient had been registered. The surgeon determined that one of his staff members had flipped the exam l/r and caused the issue. The surgeon discontinued use of navigation, but did proceed with the procedure. There was no negative impact to the patient.

Manufacturer narrative:
Date of event was reported as (B)(6) 2011; (B)(6) 2011 was used to approximate the actual date. This was reported to the medtronic representative as a feature request. Software has not been evaluated as of the date of this report.